Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated with manual injections. Customer had blood glucose over 488 mg/dl. The customer also reported getting a no delivery alarm. Customer completed troubleshooting and was advised it could be a possible issue with the infusion set. The customer mentioned there was a large bubble in the reservoir. Customer was able to push the air bubble out. The reservoir and the infusion set will be replaced.